Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had to have the paramedics called while at the dog park about a month ago. Customer's blood glucose level was below 36 mg/dl and he was treated with injectable glucose. Customer stated that he was not transported to an emergency room but he signed a release that now his blood glucose level was back to normal. Customer was not sure why his blood glucose level was low. Customer stated he had two no delivery alarms during a bolus. Customer stated that he almost forgot to rewind the pump before inserting the reservoir. Customer usually has lows in the mornings. Customer stated that he will call back to troubleshoot when he does his next infusion set change tomorrow. The pump's settings were reviewed and found to be correct. Customer's current blood glucose level was 141 mg/dl. Customer was able to resume with both alarms and continued to use the sets. No additional information provided.